Event description:
(B)(6) 2012 - rbs - the dealer stated that the 66500 bariatric rollator brakes were adjusted as far as they would go, and it still is not holding, and as a result, the consumer slid down to the floor. However, there was no injury reported.